Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the emergency room (ER) after receiving 5 shocks. Technical services (ts) reviewed the episodes which noted all the episodes initiated with an atrial pace and ventricular sense, followed by a ventricular pace which appeared to initiate the ventricular arrhythmia. Technical services (ts) discussed programming options. The physician was happy with the programming change to blanking and to the lower rate limit. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to h6 patient code ventricular fibrillation added.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the emergency room (ER) after receiving 5 shocks. Technical services (ts) reviewed the episodes which noted all the episodes initiated with an atrial pace and ventricular sense, followed by a ventricular pace which appeared to initiate the ventricular arrhythmia. Technical services (ts) discussed programming options. The physician was happy with the programming change to blanking and to the lower rate limit. The device remains in service. No adverse patient effects were reported.